Manufacturer narrative:
The malfunction was duplicated and the pace/defib board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.